Event description:
It was reported that upon power-up the programmer generated a "fatal" error message. It was rebooted multiple times but with the same result. The programmer was returned for service. It was indicated that there was no patient involvement associated with the event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID 2067, radio frequency programmer head; product ID 229047, software analyzer. (B)(4).